Event description:
Account advised a pt experienced residual prominence and pain from veptr implants. Pt was returned to the or for incision and drainage and removal of the hardware.

Manufacturer narrative:
Additional info was requested. Returned documentation did not include this info. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received on 03/03/09 from this healthcare facility.